Manufacturer narrative:
Pump received with partially broken retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to partially broken retainer ring. The following were also noted during visual inspection: missing o-ring (reservoir tube), partially broken retainer, broken reservoir tube lip, pillowing keypad overlay, cracked keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube), scratched case and missing display window/cover. Unable to perform displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to damage retainer ring and not able to lock p-cap in place. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when partially broken retainer was noted. Unable to confirm prime anomaly due to partially broken retainer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer is reporting an issue during priming process. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and attempted to complete again but pump could not complete the load reservoir process. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.